Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a scheduled procedure. Customer reported that hysterectomy was the name of the procedure. Customer reported a delay of 5 to 10 minutes. Customer stated that ephedrine was the required medication. Customer stated the device was rebooted to resolve reported device behavior. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a scheduled procedure. Customer reported that hysterectomy was the name of the procedure. Customer reported a delay of 5 to 10 minutes. Customer stated that ephedrine was the required medication. Customer stated the device was rebooted to resolve reported device behavior. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device's log files and knowledge article ka000011539 (unable to enter waste amount on pas es; number keys unresponsive) hotfix was applied to resolve. Device was tested and determined operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a scheduled procedure. Customer reported that hysterectomy was the name of the procedure. Customer reported a delay of 5 to 10 minutes. Customer stated that ephedrine was the required medication. Customer stated the device was rebooted to resolve reported device behavior. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, d9, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-may-2021 to 16- may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system. Randomly freeze during or cases. Applied ka000011539 to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.